Event description:
It was reported that the customer experienced high blood glucose level. Blood glucose level at the time of event was 39 mmol/l. Customer corrected the high blood glucose by insulin numbers using the bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.